Event description:
Sons bedwetting alarm (new and unused) is overheating when batteries are inserted into it. Getting too hot to even hold in hands and/ or operate safely. Impossible to operate with a (B)(6) year old without burning him. FDA safety report ID # (B)(4).